Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/14/2015). The patient¿s meter has been returned on 1/27/2015 and evaluated by lifescan product analysis on 2/2/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 12/12/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the ¿up arrow¿ button on their onetouch ultra meter was stuck/sticking. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the reported issue began on (B)(6) 2014 at 8:30am. The patient does not currently take any medication for their diabetes and denied making any changes to this routine in response to the alleged product issue. The patient reported developing a symptom of ¿shaking¿ right after the product issue began. The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom after the alleged product issue began.